Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir test and found no air bubbles and no dripping insulin after testing. Checked o-ring for defects and none was found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer indicated via phone call of air bubbles inside of the reservoir. The customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting found that the leak was where the needle connects to the reservoir. Customer was advised that the reservoir would be replaced and to return the product for analysis. No further details given.